Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in aviva combo system 1 (lot number 490362, expiration date 10/31/2012). Reference medwatch report with (B)(6) for the suspect device used in aviva combo system 2. Reference medwatch report with (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 9.9 mmol/l on aviva combo system 1, result of 5.3 mmol/l on aviva combo system 2, and result of 5.1 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.